Manufacturer narrative:
The complaint of failure to sense was confirmed. As received the device had no telemetry. The device was cut open and analysis performed noted the battery was at end of service (eos) level prematurely which was also the cause of sensing anomaly noted in the field. The cause of premature depletion was consistent with latch-up to an unknown component on the hybrid. A new battery was attached to perform further testing. Analysis performed, including sensing test at field and high sensitivity settings, indicated normal device functionality. A longevity assessment was performed and the device was found to have premature battery depletion.

Event description:
During attempted implant, the device failed to sense. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.